Event description:
It was reported that during a cholecystectomy procedure, the clips did not form correctly. The device did not close the clips. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Broken cam. Evaluation summary: the analysis results for the el5ml device found that it was returned with the cam broken and the jaw ramp dislodge from the cam. The device was cycled and ejected the remaining clip due to the cam condition. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. An investigation has been initiated to address the root cause of the broken cam issues. See attached pictures. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.